Event description:
It was reported by a customer in the USA that, during patient use, an 840 ventilator graphic user interface (gui) display became black. The patient was removed from the ventilator and placed on an alternate unit. There was no reported patient injury.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the unit, and verified the reported malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).